Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 8cm balloon. There was no fiber disturbance present on the balloon. Under microscopic magnification (20x) catheter shaft burst was noted 11.2cm from the distal tip. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it was unable to be fully passed through the catheter due to the catheter stretching. The balloon was stripped in order to examine the balloon for any ruptures. The based balloon was examined under microscopic magnification (20x) and no balloon ruptures were observed. No further functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter burst). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a catheter shaft burst. The investigation is unconfirmed for a balloon rupture, as no ruptures were observed on the balloon and the user likely perceived the catheter shaft burst as a balloon rupture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in an attempt to efface a basilica vein stenosis, the pta balloon allegedly ruptured at approximately 40atm. The pta balloon was exchanged over the guidewire for another; however, the same issue occurred. Reportedly, the procedure was concluded and the patient was to be rescheduled for another treatment date. There was no reported patient injury.